Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, the connector portion of the lead was returned in one piece. Final analysis found external insulation abrasions breaching the optim sheath only located at the proximal region of the lead consistent with friction to the device can. No other anomalies were detected.